Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that some issues with a tubing.

Manufacturer narrative:
The customer reported tubing issues, and returned one photo of an unknown material and lot number. Upon initial visual examination, the set photo verified the failure of separation. The separation occurred at the solvent based connection at the inlet of the smart site, just below a back check valve. The potential root cause for the issue is related to the solvent application process to the tubing, but this could not be confirmed without a returned sample. The root cause is unknown.